Event description:
It was reported that ultrasafe x100l png clear nvs stein safety device separated. This was discovered before use. The following information was provided by the initial reporter: took the cap off and when she went to inject, the needle went backwards and popped out of the plunger and all the medication came out and went all over.

Manufacturer narrative:
H.6. Investigation: photos were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. H3 other text : see h.10.

Manufacturer narrative:
PMA/510(k)#: k011369, k122558. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that ultrasafe x100l png clear nvs stein safety device separated. This was discovered before use. The following information was provided by the initial reporter: took the cap off and when she went to inject, the needle went backwards and popped out of the plunger and all the medication came out and went all over.